Manufacturer narrative:
(B)(4). Batch history review: we have checked the manufacturing file of batch nr36907823 of celsite access ports which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of 98 access ports released in april 2016. Investigation results: we received for investigation one celsite access port from batch nr36907823, we noticed about 30 punctures on the septum. We received a catheter of 16cm long and the connection ring connected to the port. We received the valve disconnected from the catheter. We received the device dipped in alcohol liquid. A longitudinal fissure has been detected at 8.2cm from the proximal extremity. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. (B)(6). These characteristics conform to our specifications. Some defects has been noticed as the antiking part which was disconnected/moved from the connection ring. It could be due to the dipping in alcohol. Conclusion: no manufacturing defect has been detected on the received device, it conforms to our specification. We did not receive the necessary elements to conclude on the valve detachment. However, conception department will be informed and is currently working on this issue. Unfortunately, we did not receive the x ray pictures nor the implantation route to be able to conclude on the root cause of the observed longitudinal fissure. According to the localization and the kind of the fissure, it could be a beginning of a pinch off but we cannot confirm this hypothesis. This is a rare incident. No corrective action is currently envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Catheter longitudinal fissures and valve detachment "three months after implantation, the catheter ruptured and the catheter head dropped off."